Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during a patient procedure the surgeon found a piece of plastic came out from the dilator. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in the dilator is confirmed and was determined to be manufacturing related. Three microez microintroducer safety kits were returned for evaluation. An initial visual observation revealed one kit was returned open and evidence of use was observed on the components of the kit. The guidewire was observed to be inserted in the dilator. A microscopic glass slide with a white material highlighted in red marker was returned with the kit. The remaining two kits returned were observed to be sealed. A functional test of inserting the guidewire in the microintroducer dilators was performed with the unopened kits, and no white material within the dilator was observed during testing. A microscopic observation revealed the white material appeared to be a piece of plastic that was shaved off the dilator. A CAPA has been opened in response to this issue. This complaint will be recorded for future trending and monitoring purposes.